Event description:
Inbound. Cadd legacy pump alarming no disposable. Patient using (1) cadd 100ml cassette with flowstop lot# 4219994 expiration 11/10/2026, alarm occurred with reservoir volume approximately 83ml. No further details provided.